Manufacturer narrative:
Corrected information has been provided in d1 and h3. The cause of the pericardial effusion was not determined due to no related abnormalities found on returned product and insufficient clinical information. The cause of the cardiac arrest was not determined due to no related abnormalities found on returned product and insufficient clinical information. The cause of the cardiac perforation was determined to be user related since clinical notes that the physician said the device dove forward and pulled it back.

Manufacturer narrative:
D9: added devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 70-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage d shock. Shortly after implantation, the physician noted a small pericardial effusion following removal of the peel away sheath and reported that the device had ¿dived forward.¿ the device was pulled back, and the patient was transferred to the ICU on support. Approximately one hour later, the patient experienced clinical decompensation, and echocardiography revealed a large pericardial effusion. Pericardiocentesis was attempted but was unsuccessful, and the patient ultimately suffered cardiac arrest without return of spontaneous circulation (rosc) and expired on support. Device involvement was documented as unknown, the pump was not removed due to the event, and no product was returned for evaluation. Additional contributors included a critical left main lesion with symptoms for the week prior to presentation. Based on the available information, the left ventricular perforation and subsequent pericardial effusion appear clinically associated with the patient¿s underlying condition and procedural factors. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.